Event description:
Report received of the device switching from the concurrent mode to the piggyback mode of delivery. Line a was programmed to deliver 250 ml of an unspecified concentration of leucovorin at a rate of 140 ml/hr. Line b was programmed in the concurrent mode to deliver 250 ml of an unspecified concentration of oxaliplatin at a rate of 145 ml/hr. Forty-five minutes later, the nurse noted the display on the device indicated the device was delivering in the piggyback mode instead of the intended concurrent mode. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the mfg site. The pump history indicates that in 2004, at 1047, the pump was powered on and all programming was cleared. At 10:48, line a was programmed in the ml/hr mode, to deliver at a rate of 140 ml/hr, with a volume to be infused (vtbi) of 281 ml, for a duration of 2 hrs. Line b was programmed in the piggyback mode instead of the intended concurrent mode, to deliver at a rate of 145 ml/hr, with a vtbi of 287 ml, for a duration of 1 hr 58 minutes, and the delivery was started. At 12:23, delivery on line b was stopped, the volume infused of 229.2 ml was cleared. A review of the history indicates that the pump delivered as programmed.